Event description:
It was reported that the patient was experiencing pain. The patient underwent a system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8216700. Model: sc-2218-70. Serial: (B)(4). Batch: 7060445.